Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event. A review of the event was conducted by an isi medical safety officer and the following additional information was provided: a 50-year-old patient underwent an ion lung biopsy. Biopsies were obtained from the left lower lobe using a cryoprobe, brush, and bal. After the bal was obtained, bleeding was noted. Cold saline was administered and the patient was positioned with the bleeding side dependent. The was complicated by hypoxia leading to an arrest. Resuscitative efforts were successful after 10 minutes and return of spontaneous circulation was established. The patient was transferred to the ICU for continued management. No blood transfusion was required. Hemostasis was achieved and the patient was successfully liberated from mechanical ventilation and discharged home 2 days after the procedure. There was no allegation of malfunction of the ion system, instruments or accessories. Of note the patient was on dual antiplatelet therapy including aspirin and brillinta for a recent mi for which the patient underwent pci and stent placement. It is unclear if the antiplatelets were held. Attempts at obtaining further data have been unsuccessful. Based on the available data the events were procedure related and not device related. Bronchoscopy is a minimally invasive procedure with a low risk profile. A retrospective study of 20,986 bronchoscopies reported 21 episodes of hemoptysis of > 50 ml (0.38%) and 19 episodes < 50 ml (0.34%). A prospective multicenter international study of 1,215 navigational bronchoscopy cases reported a bleeding rate of 2.5% overall and a ctcae grade 2 or greater bleeding rate of 1.5%. A single center retrospective review of 19,017 bronchoscopic biopsies reported a severe bleeding rate of 0.79% with a higher rate in more central lesions. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Bleeding of any severity was reported in 2.1% of all cases. Guidelines recommend stopping brillanta prior to elective procedures when able. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Douketis jd, spyropoulos ac, murad mh, arcelus ji, dager we, dunn as, fargo ra, levy jh, samama cm, shah sh, sherwood mw, tafur aj, tang lv, moores lk. Perioperative management of antithrombotic therapy. Chest. 2022.

Event description:
It was reported that during an ion-assisted lung biopsy procedure, the patient had bleeding, oxygen desaturation, and cardiopulmonary arrest. Originally, two biopsies were planned: one for the left lower lobe (lll) and one for the left upper lobe (lul). The biopsy of the lll was performed using a cryoprobe, a brush, and bronchoalveolar lavage (bal). Shortly after the bal, bleeding was noted; the estimated blood loss was 200 milliliters. The patient was turned to her left side, and cold saline was given. As a result of the bleeding, blood began to coagulate, and the patient¿s oxygen saturation dropped, which resulted in the patient coding. Cardiopulmonary resuscitation was performed for 10 minutes, and return of spontaneous circulation was restored. Consequently, the procedure was aborted, and the lul biopsy was not performed. The patient was transferred to the intensive care unit (ICU), where she was later extubated with no abnormalities noted. The blood count dropped but a blood transfusion was not required. The patient was discharged home 2 days after the procedure. The patient has several unspecified pre-existing medical conditions, including a recent myocardial infarction a month before the procedure, recent stent placement, and is currently on dual antiplatelet therapy. The physician believed the ion did not contribute to the event; this was attributed to the biopsy of a nodule abutting the pulmonary vein and around blood vessels.